Event description:
It was reported the customer had a keypad anomaly. The customer stated the numbers on their keypad was scrolling when they attempted to bolus. It was also found the customer's buttons were unresponsive and the customer received a button error alarm. Customer's blood glucose was 153 mg/dl. The customer could not recall any significant events leading to the keypad issues. Customer stated their insulin pump may have been exposed to moisture from sweat. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No unexpected numbers scrolling noted during testing. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.